Event description:
It was reported that the patient received alerts for noise. Lead damage suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the previously capped portion was later explanted due to an unrelated infection.

Event description:
New information received notes that the lead was capped and replaced due to subclavian crush damage.

Manufacturer narrative:
A partial lead measuring 42.5cm was returned for analysis. External insulation abrasion was noted at 5.5-5.8cm proximal to proximal end of svc shock coil, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 3.2-4.7cm and 11.5-12.5cm distal from the distal end of the svc shock coil. Internal insulation abrasion was noted at 1.0-2.7cm proximal from the proximal end of the svc shock coil. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 6.2-10.2cm distal from the distal end of the svc shock coil. The rv conductor etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise.